Event description:
The customer reported the 9600 system housing was hot and the system produced a "warm" error message. The system arm would not rotate. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was tested and parts were ordered. No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.